Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The reported event of intermittent alarms can be confirmed based on evaluation of the returned system controller. During the evaluation, movement of the white power cable at the connector end resulted in hazardous low voltage alarms as well as interruption of pump function. Further evaluation revealed broken/shorted brown wire (battery fuel gauge line) in the white power lead. This situation is being addressed through the manufacturer's corrective/preventative notice (29165969/2/10001-c) was sent to customers. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The vad coordinator reported that the patient was having intermittent beeping from her system controller while connected to batteries and that the battery fuel gauge was illuminated while blinking. All connections were checked and found to be secure, however, the intermittent beeping continued. The patient's system controller was replaced. The patient remains ongoing.